Event description:
The patient reported their dentist advised to discontinue clear aligner treatment with byte due to overcrowding of the teeth in lower jaw.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.